Event description:
It was reported that the patient presented in emergency room due to multiple shocks. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to incorrect interpretation of signals. Programming changes were made. Patient condition was stable.